Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that during a procedure, the tip of the ar-5025tdc broke in the patient's bone. The broken fragment was left in the patient, as the fragment could not be seen until an x-ray was taken.